Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered, resulting in the customer experiencing low (43 mg/dl) and elevated blood glucose (bg) levels. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer consumed carbohydrates and delivered a correction bolus to address the bg. Reportedly, customer continued to use pump for insulin therapy.